Event description:
During routinely scheduled maintenance, it was observed that the device's charge button operated intermittently. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The main keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. The assembly performed correctly during testing. The rubber pad was peeled back to look at the domes and rubber contact pads; no wear was observed. The root cause of the reported failure was determined to be due to the main keypad assembly. Further root cause could not be determined.